Event description:
A talent converter stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported that the aortic neck was severely angulated and calcified, the aortic bifurcation was tight. It was reported that initially the physician selected an aneurx bifurcated stent graft was for this case; however, due to the tight aortic bifurcation, the physician elected to use a talent converter stent graft instead. The talent converter was implanted followed by a femoral-femoral bypass. There was no need for an occluder device, the physician tied the iliac off while performing the femoral-femoral bypass. There was a small proximal type 1 endoleak that was resolved with implant of a 28 mm aneurx cuff. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). (B) (4). Endoleak, aortic neck was severely angulated and calcified, the aortic bifurcation was tight, use of the converter as the primary device.